Manufacturer narrative:
Concomitant: product ID 3777-75, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3550-29, lot# n303122, implanted: 2012-(B)(6), product type accessory. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported that the power on reset (por) code 0x1000 illegal instruction error code appeared on the patient's recharger when re charging the morning of the report. The reporter had already cleared the por and reset the clock. The patient did not lose stimulation and therapy was adequate. It was reported that the "blue angels" were in town and flying close to the patient's home, and it was suspected that would generate a lot of emi. The issue was considered resolved.